Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient temporarily lost consciousness at home on (B)(6) 2022 at around 06:00 while connected to the power module. A continuous alarm sounded. The patient experienced loss of consciousness 3 more times. The patient connected to batteries and went to the hospital. When connected to the power module at the hospital, a pump off event was recorded. A review of the log files by technical services found speed reductions and pump stop events that all occurred while connected to the power module. The patient underwent pump exchange from heartmate ii to heartmate 3.

Manufacturer narrative:
Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, yellow color. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic, and the cause could not be conclusively determined. Manufacturer's investigation conclusion: the evaluation of the heartmate (hm) ii left ventricular assist system (lvas), (B)(6) did not confirm an issue that would have contributed to the reported alarms and pump stop events that were confirmed in the evaluated of the submitted log file. Evaluation of the submitted log file revealed several low speed advisory and hazards, as well as and pump stop events were observed on day 1521 while the patient was connected to the power module. These events were associated with low flow hazard, low speed operation, and motor stopped alarms. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise; however a specific cause for the events could not be conclusively determined. The pump, (B)(6), was returned assembled with the driveline severed approximately 0.5 inches from the pump header. The severed portion of the driveline was returned with the pump. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft and outflow graft bend relief were returned attached to the outlet port (figure 1 of reference photos). Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate layer had a black discoloration from 1.5-19.5 inches and from 23-24 inches from the metal connector. The metal braided shield showed more severe breakdown at 2.5 inches and minor breakdown at 22 inches. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.